Event description:
Information received by medtronic indicated that the insulin pump received critical pump error alarm with an¿open book image¿on screen. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will continue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned pump for alleged critical pump error (open book image) found on 29-jul-2022. Pump booted up once installing an aa lithium battery, no critical pump error or critical pump error (open book image) noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Successfully downloaded pump's history files and traces using thus software. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Pump alarmed a pump error 63 on the event date of 07/29/2022 at 11:00:01.000 (file number: (B)(4), line number 341, variable # 12) due to a possible hardware error, arm watchdog failure. Pump also alarmed a pump error 4 on the event date of 07/29/2022 at 11:00:01.000. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and pcba 1. The following were also noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, label damage, cracked case (battery tube), cracked case-corner of belt clip rails, corroded battery tube, and corroded battery tube spring. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Pump error 63 was confirmed in the pump history files and traces (file number: (B)(4), line number 341, variable # 12) due to moisture damage on the electronic assembly. Pump error 4 was confirmed as a consequence of pump error 63. Moisture damage was confirmed found on the electronic assembly, force sensor, and battery tube. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.